Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The central command control (ccc) board was analyzed and the reported problem was confirmed but not replicated. In the system logs, the error 170 was confirmed alongside 307 errors via lighthouse. The ccc board was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The light levels were checked through localhost:3030 where they were seen to be normal. The fiber optic port on the patch panel was changed from ff3 to ff1, where still no issues arose. The light levels were checked again where they were still normal. The system was left to idle for two hours, and five power cycles were performed with no issues. The complaint was confirmed by field evaluation but not replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue. Isi also received a mtm involved with this complaint to perform failure analysis. The mtm was visually inspected with no issues found. The system powered on and errors were observed. The unit during in-house system testing failed with error codes 23069,32098, 23008, and 23068. The root cause of the errors is attributed to a bad motor on shoulder axis 2. There was also a failure that occurred during the slow gravity test post sine cycle on the wrist pitch and wrist yaw, which will require the whole gimbal to be replaced. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to transient electrical issues from the ccc board. This issue can be resolved by replacing the ccc board or continue the procedure with a different tower.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc) to resolve fiber issues reported by the customer and error codes 31089 and 107 confirmed in the system logs. The fse also replaced the master tool manipulator (mtm). The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the operating room staff called technical support while starting the procedure, experiencing a 170 error while placing trocars. The technical support engineer (tse) reviewed the logs and found errors 307 and 170. The staff could not reboot immediately due to the trocar placement but did so afterward and continued with the procedure. The tse further identified an error 31089 related to the blue fiber port 3 on the tower, which had console 2 connected. After docking, the staff reported that error 170 occurred again. They had previously power cycled the system, and the error did not persist initially but recurred during the call. The tse guided the caller to power off the system and disconnect the blue fiber cable from the tower. The caller was given the option to proceed as a single console system or to connect to console 1, accepting the risk that if the error was related to the blue fiber cable or console 2, it might reoccur. The surgeon chose to proceed as a single console system. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the customer completed the procedure robotically in a single console configuration with no further issues. There was no patient harm.